Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: - when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? They detached when the surgeon went to make her first pass in the tissue - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Dr. (Please refer to section e) (vascular surgeon). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2025 and suture was used. The needles were popping off when she would try to take her first pass in the tissue. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.